Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found a suture loop anomaly on the pump exterior. Final analysis of the catheter found a dried drug or blood occlusion of the catheter body. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had exhibited increased spasticity despite multiple dose increases. Both the pump and catheter were explanted and replaced. It was indicated that there was a catheter break, though the reporter was unable to identify the location of the fracture. However, it was noted that there was clear fluid, which was assumed to be lioresal, at the lumbar incision/connector site. At the time of report, there was no patient injury.